Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient found to be experiencing excessive pain. Tibial tray found to be loose due to cement failure to bond to bone.